Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the l3 lead was auto reducing and diagnostics confirmed high impedances on most of the contacts. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Uncheck b1 pp the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein the l3 lead was explanted and replaced. Reportedly effective therapy was restored.